Event description:
Cant remove the wax protective side from the bandaid. When you try to remove it, the wax remains attached to the sticky side and it wont come off. I went through 9 bandaids. All have the same issue on the same side. Pt code: 4582. Device code: 2922. Ref: mw5185721, mw5185723, mw5185724, mw5185725, mw5185726, mw5185727, mw5185728, mw5185729.